Manufacturer narrative:
(B)(4). Baxter rec'd & evaluated the device. The reported symptom was confirmed and reproduced through the inspection of the device. This problem was attributed to a failing processor printed circuit board (pcb). The processor pcb/shielding was replaced.

Event description:
It was reported that a spectrum pump had a keypad which was not working. It was also reported that there was no pt involvement.